Manufacturer narrative:
H11. Corrected data: the correct g4 date for follow-up no. (B)(4) is 02/03/2019.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: updated sections event, other relevant history, and f10.

Event description:
It was reported via the implant patient registry that this valve was explanted after an implant duration of approximately 13 years due to structural valve deterioration leading to leaflet tearing, stenosis and regurgitation. The patient presented with congestive heart failure and was found to have aortic insufficiency requiring intubation and inotropic support. The patient was hypotensive and had some anemia and thrombocytopenia and increasing renal insufficiency due to bioprosthesis stenosis. At explant, bioprosthetic valve had both right coronary and noncoronary leaflet non-mobile and a tear in the left coronary cusp which was the source of the aortic insufficiency. The explanted device was replaced successfully with a 25mm valve. Patient had a protracted recovery due to non-valve related complications and was finally discharged home on pod+10.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this 27mm valve was explanted after an implant duration of approximately 13 years due to unknown reasons. The explanted device was replaced with a 25mm valve. No additional information was provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".